Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the site visit, the fe performed a full system verification and was not able to reproduce the reported issue. Fe spoke with the robotics coordinator while on site who said that the "horizontal part of the arm is delayed in locking." Fe performed a test drive and function check in front of the roco and the issue did not reoccur. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that universal surgical manipulator (usm) 4 drifted when the grab-and-go feature was utilized. The usm also had issues with instrument recognition, even after changing the drape. The procedure was reportedly able to be completed, with no reports of patient injury.